Event description:
The device came out of the patient's body due to deflation of the internal bolster. Moreover, clear liquid was observed in the internal bolster. The indwelling period was 105 days.

Manufacturer narrative:
The complaint of premature deflation of the fas trac internal balloon is unconfirmed. Upon receipt of the complaint sample, a tactile examination showed the internal bolster to be inflated. At this time, the complaint incident could not be replicated in the laboratory setting. Gross and microscopic examinations confirm that the white adhesive inner lumen plug was placed proximal to the traction removal site. Next, a tactile examination shows the internal balloon to be occupied with air. Testing performed by first cutting the feeding tube at the traction removal site. Next, a blunt connector was inserted into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was observed filling the internal balloon. No leaks were seen emanating from the surface of the internal balloon or along the path of the air conduit. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.